Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow up, intermittent atrial undersensing was observed. Patient experienced atrial flutter due to intermittent blanking of events. Patient felt symptoms of shortness of breath. Programming changes were made. Patient will continue to be monitored.